Manufacturer narrative:
(B)(4). The 840 ventilator serial number was not available.

Event description:
Customer reported to covidien technical support that the oxygen (o2) sensor on the 840 ventilator was found cracked. The customer reported to have replaced the oxygen (o2) sensor. Covidien was not authorized to service the device. Customer has conducted final testing.